Event description:
According to the complainant, approximately one week after the hta procedure, patient had a vaginal burn on the left vaginal wall, the physician applied estrogen cream, and she is coming back for follow up. The patient did not know that she had a burn until the physician noticed it during the exam. The machine did alarm three times during the original procedure and the physician did notice that there was a cervical leak and was able to stop and complete the procedure without anymore fluid alarms. Follow up received indicated the doctor did use the tenaculum stabilizer and a speculum during the case. Nothing out of the ordinary occurred during the case except for the fluid loss alarms, which was because of the cervical leak. Post procedure the doctor noticed a less than 1st degree burn, about the size of a quarter, on the vagina wall. The patient was treated with estrogen cream and is healing. No patient discomfort or concerns due to this event.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion: the complaint was reported as a patient burn. A review of the trending, history and the event description did not provide enough information to formulate a definitive root cause. The event description states that the physician had 3 fluid loss errors and observed the leak at the cervix but continued with the procedure. Please refer to pages 5 - 7 in the hta users manual which refer to the warning and precautions associated with hta, which include thermal injury and the importance of the cervical seal. You may also refer to pages 38 and 40 which refer to the importance of maintaining and observing the cervical seal in order to prevent thermal injury to the patient. The most probable root cause is a result of user error. Device discarded.